Manufacturer narrative:
The investigation has been completed and the root cause of the reported issue was unable to be determined.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute hypoxic respiratory failure with an alleged unknown (unrelated) relationship to the impella device used. The patient presented with shortness of breath and cough ongoing for 4 days. Finding of hypoxemia for which they were placed on bilevel positive airway pressure (bipap). The patient recovered with no sequelae.